Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 34 cm distal to the is-1 connector pin. Only the proximal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple abrasion marks along the lead fragment. In particular approximately 27 cm distal to the is-1 connector pin, the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approximately 48 months, it was reported that the patient received a shock on (B)(6) 2016. At the following in clinic follow up, the device could not be interrogated. The device was explanted. Apart from the shock, no adverse patient side effects have been reported. Please note that the lead was also returned and analyzed. Based on its analysis results, we consider it as reportable.